Manufacturer narrative:
(B)(4). No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. An intermacs report was submitted which indicated "on (B)(6) 2013 it was noted that the pt's vad was experiencing power spikes as high as 10. On (B)(6) 2013 diagnose with likely vad clot."